Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of the watchman access sheath (was) only. Blood was noted on the device. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 17.5 cm from the strain relief, inner sheath had damage (frayed/bunched braiding) and the tip was perforated and torn. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the sheath was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the laa and a 33 mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was deployed too proximal and was therefore fully recaptured and removed. A second 33 mm wds was advanced through the same was. The closure device was deployed and released. Upon removal of the was, a tear was noted at the distal tip that was not noted on the echocardiogram. No material was noted in the patient. No patient complications were reported and the patient's condition was fine.